Manufacturer narrative:
Analysis found that the handpiece will not work properly due to corroded nose cone. Pre-repair heat test was not performed on the device therefore the allegation of overheating was not confirmed. The handpiece was repaired, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the handpiece does not run. On follow-up, it was reported that the handpiece runs rough and started to heat up during the surgery. The handpiece overheated in less than a minute. There were no error codes displayed. For troubleshooting, the hcp tried to ensure that all tubing was connected properly and that the bur was also seated properly. They had another handpiece available for them to use. There was no patient impact.